Event description:
A memory lens iol implanted in a patient's left eye was going to be monitored for possible explantation in the near future due to opacification. Visual acuity reported as 20/30 left eye at exam. No further information is available at this time.